Manufacturer narrative:
(B)(4). Misassembled hoop spring. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to it was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found misassembled and loses inside the device, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a femoral popliteal procedure, the device fired 2 or 3 clips then the clips stopped advancing into the jaws, the clips were jammed. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned.